Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the ablation of the right inferior pulmonary vein (ripv), the compound motor action potential (cmap) was reduced, indicating phrenic nerve palsy (pnp) occurred. The procedure was switched to radiofrequency ablation for the right superior pulmonary vein (rspv). The case was completed with radiofrequency. At the end of the procedure, the patient's diaphragmatic movement was improving. The pnp had recovered the next day. No treatment was performed for the pnp. The patient's hospitalization was extended due to post-operative occurrence of gastric peristaltic dysfunction which resolved by discharge. No further patient complications have been reported as a result of this event.